Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. The was was removed from the patient and the procedure was completed with a new was. No further patient complications were reported.

Manufacturer narrative:
H1 type of reportable event corrected from malfunction to serious injury.

Manufacturer narrative:
Device eval by MFR.: the returned product consisted of a watchman access system (was) without the dilator or hemostasis valve hub. The sheath and device tip were visually and microscopically inspected. Inspection revealed that the sheath had a kink 44cm proximal of the device tip. At the tip of the device there was polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delamination from the inner sheath wall. Product analysis could not confirm the reported events of hemostasis valve leak and blood loss as clinical circumstances could not be replicated and no hemostasis valve hub was returned.

Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. The was was removed from the patient and the procedure was completed with a new was. No further patient complications were reported.

Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. The was was removed from the patient and the procedure was completed with a new was. No further patient complications were reported.